Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.5ml 6mm 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no: 324907, batch no: unknown. It was reported that consumer reported out of two packets found 1 syringe each pack when removed shield the needle hub missing. Verbatim: consumer reported out of two packets found 1 syringe each pack when removed shield the needle hub missing.

Event description:
It was reported that syringe 0.5ml 6mm 90 bx 450 mo needle hub separated. The following information was provided by the initial reporter: material no: 324907. Batch no: unknown. It was reported that consumer reported out of two packets found 1 syringe each pack when removed shield the needle hub missing. Verbatim: consumer reported out of two packets found 1 syringe each pack when removed shield the needle hub missing.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.